Event description:
Information was received indicating that a cadd administration set, under infused the drug piptazo. It was reported the patient flushes easily with brisk blood return. Per reporter volume was 610, stop volume 146.8, measured volume 160 and the calculated under infusion was 2.8 percent. No additional information is available at this time.

Manufacturer narrative:
Foreign: (B)(6).